Event description:
It was reported that 4 syringes 3ml ll w/ndl 20x1-1/2 rb had a cracked barrel. The following information was provided by the initial reporter: "it was reported that 4 syringes were found to have the barrel cracked. (B)(4) captures the incident date on (B)(6) 2020. (B)(4) captures the incident date on (B)(6) 2020. Per pir: the administrator at (B)(6) center emailed me stating they have opened four syringes that have had cracked barrels. The ref number: (B)(4), which is 3ml syringes w/ 20g x 1 1/2 in. Needle. The lot number on them is 9175481. She said it isn't a huge deal but wanted to let us know and how odd it was. The box and packaging that they came in have not showed any signs of damage. Her staff did save her one for reference."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/10/2020. H.6. Investigation: one loose 3ml syringe with an opened blister pack from batch: 9175481 (p/n: 309579) were received and evaluated. It was observed there was a large lengthwise crack extending from the 0.3ml to the 2.5ml grad line with a small indentation in the center. The cracked barrel was rejectable per product specification. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch: 9175481 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch: 9175481 is considered in compliance with our product specification requirements.

Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 4 syringes 3ml ll w/ndl 20x1-1/2 rb had a cracked barrel. The following information was provided by the initial reporter: "it was reported that 4 syringes were found to have the barrel cracked. (B)(4). Per pir: the administrator at columbus surgery center emailed me stating they have opened four syringes that have had cracked barrels. The ref number 309579, which is 3ml syringes w/ 20g x 1 1/2 in. Needle. The lot number on them is 9175481. She said it isn't a huge deal but wanted to let us know and how odd it was. The box and packaging that they came in have not showed any signs of damage. Her staff did save her one for reference."